Manufacturer narrative:
Additional information was received that patients infection was located at the ipg site and its cause was unknown. Symptoms were fever and drainage at the pocket incision site. Patient was placed on antibiotics.

Event description:
A report was received that the patient underwent an explant of the ipg and lead due to infection.

Manufacturer narrative:
Model number/catalog number: sc-8352-70, serial number: (B)(4), batch/lot number: 2000021024, model/catalog description: coveredge x 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant of the ipg and lead due to infection.